Event description:
It was reported that an emergency room pt underwent a CT scan in order to determine blood flow in an arm. The site was stated that due to the pt's condition, the initial scan did not provide enough info to make a clinical decision. The decision was made, in conjunction with the radiologist, to lengthen the CT scan duration in an attempt to acquire the needed info and images. Upon completion of subsequent, CT exams the needed info was obtained and the pt was treated for the condition that was exhibited in the emergency room. After this event, the pt later reported that he experienced a red band around his chest. This band was observed by the hosp and they are investigating the circumstances surrounding the event.

Manufacturer narrative:
The system was evaluated by gehc for radiation output. All tests indicated the system is operating according to specifications. The red band around the chest is consistent with a pt deterministic effect from the CT scan and is not an expected occurrence. In this situation, however, the pt condition was such that the medical benefit of the extended CT scan was deemed to outweigh the risk of the condition that was presented by the pt upon admittance to the emergency room. Further investigation is underway to determine the level of dose received by the pt as well as pt info.